Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they believed that they needed help in reaching their comfort zone with the stimulation sensation. At times, they got extremely bad spasms, numbness, after sleeping overnight, getting up, and sometimes it was hard to walk. They called and spoke with a rep, they found out that they had to change the settings to see what was best for them. They were trying different settings now. They still were working on it. They had not found the right setting yet. It had not been resolved yet, but they were working on it by going through the different settings.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having spasms or problems running down their legs, not the vibration. It was like they were getting shock pains down their leg when they lay down for too long, and when they get out of the bed in the morning, they had a hard time getting up. The patient stated that when they first called the manufacturing representative (rep), they had them change the therapy setting. The patient had lowered the stimulation, when they first started it was on 0.9, and they were told to turn it down because they could feel the pulsation, then they decreased it on 0.7 which didn't work because the pooping issues were worse. They couldn't hold their urine, so they turned it back up. They were currently at 0.8. The patient reiterated that they couldn't walk, it was very painful, and they had to walk on their heels to get a sensation. They had pains in their calves. The patient mentioned that every morning, when they woke up or take a nap, between 3-4 o'clock, the muscles on their legs were hurting. The patient also mentioned that they went on a trip to synagogue, and they had issues with their legs so they adjusted, but the poop issue started and then they had it back up. They mentioned that they had made an appointment with their healthcare provider (hcp), and they took x-rays and had to have an MRI. The agent reviewed changing programs, but therapy adjustments were not made during the call because the communicator's battery was low. The agent had them charge the communicator and told them to call back once it had enough charge. The patient called back from repeating information about pain/spasms/numbness/ difficulty walking. The patient said after they decreased the stimulation, the pulsating went away but they still had leg/feet issues and after they decreased further their symptoms started to return. Their equipment was charged, and they requested support to make a therapy adjustment. The agent reviewed information and worked wi th the patient to turn therapy off after which the patient confirmed their foot /leg issues improved. The patient said the device did improve their symptoms by more than 50 percent, and they wanted to try other program options. During the call the patient tried 5 different programs and said when they increased to 0.3 on 4 of the 5 options, they noticed numbness in their feet and calves. The patient went back to p1 at 0.3 and confirmed they did not have any foot/leg issues they wanted to leave it there. They said that they had not had any car accidents or traumas.